Event description:
Pt (patient) undergoing egd (esophagogastroduodenoscopy) with balloon dilation. When pumping up the gun, the gauge did not reading correctly. The balloon pumped up all the way but the gauge did not increase with pressure change.